Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 5. The home patient (hp) attached the patient extension lines after priming the machine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the rn. The rn was informed the hp attached extension lines after the machine primed. The rn was requested to retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident. The rn stated the hp has been performing therapy successfully.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.